Manufacturer narrative:
(B)(4). A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of info a MDR's will be field against the cycler while undergoing review by post market clinical department and manufacturing plant.

Event description:
A peritoneal dialysis patient reported that she had had open heart surgery. A follow up call was made to the pt's peritoneal dialysis nurse, but no additional info was provided.